Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted from the hemostasis valve following insertion of the sheath and dilator into the right atrium prior to septal puncture. The introducer was replaced with a non-abbott product and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model: g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.